Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's arm broke. There was no harm to the patient. A new instrument was opened and case proceeded as indicated. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: while operating on patient, the force bipolar davinci arm broke. No harm to patient. New device was opened and case proceeded as indicated. Since this is a reusable device, the package & device identifiers are unavailable. However, the hospital has retained the equipment. Original intended procedure: robotic-assisted laparoscopic recurrent paraesophageal hiatal hernia repair with creation of redo nissen fundoplication and placement of phasix st mesh. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that they were in the processes of dissection when the issue occurred. They did not observe the force bipolar instrument having a collision. There were no broken cables visible, and no fragment had fallen into the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 0.147¿ offset at the grip tang. Components adjacent to this severely bent show damage. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the grip routing. A loop of wire is sticking out such that the wire protrudes above the outer surface of the grip. The wire insulation was not noticeably damaged. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on three out of three attempts. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.